Event description:
A (B)(6) female pt called zoll customer support to report that her charger/modem would not power on. The pt was issued a replacement charger/modem.

Manufacturer narrative:
Device evaluation of battery charger sn (B)(4) has been completed. The reported problem (will not power up) has been confirmed. Upon receipt there was extensive insect contamination, there were no defects identified with the power supply, and the charger would not power on with a test power supply. Further root cause investigation was not possible as the charger was not introduced to the servicing area due to the extent of the insect contamination. The root cause for the inability to power up could not be positively determined but is likely due to extensive insect contamination. No adverse event resulted from the contamination. The pt was issued a replacement charger/modem.